Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that steps taken to resolve the patient¿s recharging issue of needing to charge once a week and the charging session taking a long time was the patient met with a manufacturer representative (rep) who stated that the battery was bad and it was reported that the patient would be getting a new battery to resolve it. It was reported that their settings were changed by the rep to resolve the issue of the programmed settings not being set to what it had been. It was reported that the patient weight (B)(6) at the time of the event. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the consumer had been told that they would have to charge every 3 weeks, but they had been charging once a week. It took forever to charge and it was reported that it should not take that long. The consumer would be meeting with a manufacturer representative for this next week thursday. During the call the consumer connected the implantable neurostimulator recharger (insr) and got 8 coupling bars with the implantable neurostimulator (ins) battery flashing at the first quartile. Per the consumer, the ins battery was full 3-4 days ago. It was noted that the consumer's settings had gotten changed and they could not get it back. The reported information indicated that this was an intentional change by a manufacturer representative at an appointment in the past. These issues had started around (B)(6) in 2018. No further complications were reported.